Event description:
On (B)(6) 2011, it was reported that the pump was causing the patient pain and he wanted it removed. On (B)(6) 2011, it was reported that the pump was nearing eos (end of service) in another 2 months. The patient wanted the pump explanted because it was causing him pain where it was place. It affected his ability to eat. He had lost weight, so the pump was protruding out further from the skin causing more pain. The next low reservoir alarm or refill date was over 3 weeks away; on (B)(6) 2011, the pump would be empty. The patient wanted the pump explanted before the next refill date. On (B)(6) 2011, it was reported that the pump was alarming. Telemetry confirmed a non-critical alarm was occurring. The alarm was due to eri (elective replacement indicator). They were not planning to replace the pump. The pump had been empty for about 2 months. On (B)(6) 2015, the patient¿s wife reported that the battery stopped and was not replaced. The patient was very sick and the device was hurting him where it was implanted. The devices were removed in 2012. The patient was on a different form of pain management.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2004. Product type: catheter. (B)(4).